Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was done on (B) (6) 2008. During the procedure, two lesions were treated, the mid right coronary artery (rca) and the proximal rca. A 3.0 x 18 xience v stent was deployed in the proximal rca and another 3.0 x 18 xience v stent was deployed in the mid rca. On (B) (6) 2009, the patient returned with angina. Diagnostic coronary angiography was preformed which revealed restenosis of the proximal rca lesion. On (B) (6) 2009, the patient underwent ptci and an additional stent was deployed. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.